Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel adhesions, pelvic adhesions, intestinal operation, menorrhagia, dysmenorrhea, pelvic pain female and ovarian cyst. Previously administered products included for an unreported indication: valium and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, ovarian cyst and pelvic pain to be related to essure. The reporter commented: left cornua and right cornua, number of proximal coils: 6 on left cornua and 5 on right cornua. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel adhesions, pelvic adhesions, intestinal operation, menorrhagia, dysmenorrhea, pelvic pain female and ovarian cyst. Previously administered products included for an unreported indication: valium and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, ovarian cyst and pelvic pain to be related to essure. The reporter commented: left cornua and right cornua, number of proximal coils: 6 on left cornua and 5 on right cornua. Lot number: a63347 manufacturing date: 2012-10 expiration date: 2015-10 -31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.